Manufacturer narrative:
The customer reported that the main reason for providing feedback is because they require that all routers with cisco ios xe releases 3.6.5e/3.7.4e to be a mandatory upgrade to cisco ios® xe version 3.6.6e or 3.7.5e due to patient safety. Customer requested an upgrade of the ios on cisco routers xe version 3.6.6e or 3.7.5e. The software was fixed, and the issue was resolved. Multiple efforts were made to obtain additional information on the resolution but no response was received. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that cpu usage was high on core routers causing all telemetry monitoring to go down. The device was in use on a patient. There was no report of patient or user harm.